Manufacturer narrative:
Medical device lot # and medical device expiration date. Device manufacture date. The actual device used in this incident is unknown. Upon inquiry, two different potential lot numbers were provided: lot 5232762, manufacture date november 2015 per DHR review, expiration date 08/31/2020. Lot 5205515, manufacture date october 2015 per DHR review, expiration date 07/31/2020. Device evaluation: results- no samples (including photos) were returned for investigation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot numbers 5232762 and 5205515. Conclusion- without a sample, the complaint cannot be confirmed and an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse was administering insulin to a patient using the suspect device. When he/she went to push the safety device up, it came off track and caused the needle to come under the shield, resulting in a needle stick injury. The nurse went to employee health for follow up. Both the patient and nurse had post exposure lab work for (B)(6). Additional lab work for the nurse is scheduled for (B)(6) 2016.